Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patent experienced pain at the implant site with and without device use resulting in the decision to explant the device (date not reported). The patient was reimplanted with another manufacturer's device.